Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she changed the battery the night before and when making up in the morning, the display on the insulin pump was blank and her blood glucose was high at 543 mg/dl. She changed the battery again and received a battery put limit alarm, which she cleared and was able to set up the time/date. During troubleshooting, the customer stated the insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display returned and she received a failed battery test alarm. The alarm was cleared and she was advised that a battery cap replacement would be sent. She declined troubleshooting for high blood glucose.